Event description:
On (B)(6) /2015, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: on investigation, the alleged moisture ingress issue was verified in the evaluation but abnormal pump temperature was not duplicated. Review of black box data did not show evidence of excessive battery usage or that there was any temperature issue. The battery cap was not returned and a test cap was used. The cap was unable to fit tightly onto the pump but was able to maintain contact and allow the pump to power up to the display. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Electrical current draws were with in specifications. Evidence of moisture intrusion was found in the battery compartment as well as inside the pump. A battery compartment leak was found in a leak test.